Manufacturer narrative:
Event date was sometime in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink system continu-flo solution set was not allowing fluid to flow past the drip chamber during the prime. It appeared as though there was access solvent blocking fluid from the bottom of the drip chamber. There was no patient involvement. No additional information is available.